Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solutions for dna sequencing of gypb exons 1-2, 4-6 and pseudoexon 3. One variant was found: c.271-2a>t which has been described previously. ID core xt predicted genotype is gypb*s, gypb*s with a predicted phenotype s+s+ which is discrepant with the s-s+ serology data. These results suggest that the sequencing genotype result, gypb*s(271-2a>t), gypb*s is associated with a predicted phenotype s-s+. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with limitations of ID core xt assay, as described in the ID core xt package insert (limitation 1 and 10).

Event description:
It was reported that the sample (B)(6), from "centro vasco de transfusiones y tejidos humanos", was tested with serology. The test result was negative (s-), which contrasted with the molecular typing performed on (B)(6) 2022, using the ID core xt assay which provided positive results (s+), with ID core xt analysis software v3.0.2.

Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solutions for dna sequencing of gypb exons 1-2, 4-6 and pseudoexon 3. One variant was found: c.271-2a>t which has been described previously. ID core xt predicted genotype is gypb*s, gypb*s with a predicted phenotype s+s+ which is discrepant with the s-s+ serology data. These results suggest that the sequencing genotype result, gypb*s(271-2a>t), gypb*s is associated with a predicted phenotype s-s+. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with limitations of ID core xt assay, as described in the ID core xt package insert (limitation 1 and 10).

Event description:
It was reported that the sample e004822089424, from "centro vasco de transfusiones y tejidos humanos", was tested with serology. The test result was negative (s-), which contrasted with the molecular typing performed on (B)(6) 2022, using the ID core xt assay which provided positive results (s+), with ID core xt analysis software v3.0.2.